Manufacturer narrative:
Follow-up # 1 (05/29/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter failed testing. The meter was found to have a corrupted data and a burnt component (coil l102). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging a error 1 issue. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.